Manufacturer narrative:
Section a6: race: unknown; requested but not provided. Section d4: serial number: unknown; requested but not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) had a central gouge on the lens. The lens needed to be cut out of the right eye and replaced in the same procedure. Another johnson and johnson lens was implanted as replacement (same model and diopter). No medical or surgical intervention was required. There was no patient injury. The device was discarded. No further information was provided.